Event description:
The customer reported that while thick tissue was being grasped with the device, the knife blade jammed and protruded from the jaws of the device. There was no pt harm, and another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.